Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
The ptfe pad of the subject device was deformed by a laparoscopic sigma operation after two min time of use. The physician replaced the subject device with the similar device. The procedure was completed. There was no patient harm reported.